Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error. Blood glucose level earlier in the day of the call was 326 mg/dl. The customer also reported that she recently had a blood glucose level of 26 mg/dl. Customer stated that she had fallen and hit her head, but did not go to the hospital. The insulin pump was not replaced or returned for analysis.